Event description:
It was reported that there was a crack in the hub of the catheter. The catheter was primed prior to the procedure and no leak occurred. After the catheter was inserted, and during use, it was noted that the catheter was leaking. Extravasation of the tpn had occurred. The catheter was in the correct position based on the cxr. The catheter was pulled out of the (B)(6), no surgical intervention was required. It was noted that a 2.5mm linear crack was in the hub of the catheter. As a result, a new kit was opened and placed successfully. The catheter was inserted in the ot department and the insertion site was the right internal jugular vein of a (B)(6). There was a delay in treatment, swelling and thrombosis occurred to the face and head. No death occurred to the pt.

Manufacturer narrative:
(B)(4).